Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert of loss of right ventricular (rv) capture. It was noted that the r-wave amplitude decreased and the auto-capture was at maximum output on the rv lead. The patient then came into clinic for testing and loss of capture was confirmed. Dislodgement was then confirmed electrically and under fluoroscopy, and it was suspected that the dislodgement occurred during a recent car accident. The lead was repositioned on (B)(6) 2020. The patient was in stable condition throughout.